Event description:
The customer reported the event occured during preparation for use for an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The olympus field service engineer (fse) performed an on-site visit. During troubleshooting, the fse noted that the monitor would not power on. The staff reported that the power switch worked intermittently and started having problems at the beginning of the month. Fse confirmed the power cable and supply were all the way in, with the same results. The fse advised the customer to send the unit in for repair or replace it with a new monitor. The subject device was not returned to olympus for inspection, so the customer's complaint or reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high definition lcd monitor toggle power switch is not working to power the monitor. There were no reports of patient harm.